Manufacturer narrative:
Visual evaluation of the returned device found the unit to be in good physical condition, and it functioned properly during mechanical testing. However, during electrical evaluation, neither power nor irrigation could be achieved when the pedals were depressed. The condition of the returned device was consistent with the complaint that the "system fails to deliver rf power"; the complaint was confirmed. The reported failure was likely due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event: failure to deliver energy. (B)(4) relates to (B)(4) for the reported event: failure to irrigate. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the foot switch would neither deliver energy nor irrigate when the corresponding pedals were depressed. A different endostat foot switch was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the foot switch would neither deliver energy nor irrigate when the corresponding pedals were depressed. A different endostat foot switch was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.